Manufacturer narrative:
An event of explant of amplatzer septal occluder during a concomitant mitral valve surgery was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date, an unknown amplatzer septal occluder was implanted in a patient. It was later reported on an unknown date, the decision was made to explant the amplatzer septal occluder during a concomitant mitral valve surgery. Explant of the device required resection of the surrounding septal tissue. The patient status was unknown.